Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had been having urinary tract infections and was told by the doctor not to use external catheters at night and the doctor thought it was due to the male external catheters, but the patient was still using them . It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. As per follow up via phone on (B)(6) 2022, it was reported that the patient has had 2 urinary tract infections and the doctor prescribed antibiotics both times and the urinary tract infection cleared up. Also the doctor recommended that the patient no longer use the male external catheter but the patient chose to use them anyway.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "materials not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1) verify correct size prior to use. 2) trim pubic hair if necessary. 3) wash penis with mild soap and warm water. Dry thoroughly. Wear time may be reduced if skin is not dry or cream/oil is used. 4) open package at perforation. Remove catheter from plastic insert, if present. 5) place rolled end over the end of the penis, leaving a small space between the end of the penis and the cone of the catheter. 6) unroll the catheter over penis. 7) gently squeeze the catheter to properly seal adhesive to the skin. If possible, avoid leaving a rolled ¿collar¿ around the base of the penis. Important: wear time may be reduced if adhesive is not properly sealed to the skin. 8) connect the catheter to a drainage system. Make sure to check that connections are secure before use. Directions to remove: 1) ensure drainage bag is empty. 2) disconnect catheter from the drainage system. 3) gently roll the catheter forward and off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive. Disposal: after removal, dispose by placing the used catheter into a waste container." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been having urinary tract infections and was told by the doctor not to use external catheters at night and the doctor thought it was due to the male external catheters, but the patient was still using them . It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. As per follow up via phone on (B)(6) 2022, it was reported that the patient has had 2 urinary tract infections and the doctor prescribed antibiotics both times and the urinary tract infection cleared up. Also the doctor recommended that the patient no longer use the male external catheter but the patient chose to use them anyway. Per follow up via phone on (B)(6) 2022, patient did not want to use the male external catheter on a 24 hour basis, particularly at night. Patient just left the urologist and was currently clear of any infections.